Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The manufacturer's technical services (ts) confirmed the reported issue. Suggested performing a full pvt to verify all air and o2 flows are correct and the o2 solenoid valve is operating correctly. The customer stated the issue with the oxygen error was resolved by performing a pvt o2 accuracy test . The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the o2 accuracy test during pvt (o2 set to 40% it was delivering 45%). There was no patient involvement.